Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred at 09:34:43 with drain volume of 4062ml during cycle 5. The largest prescribed fill volume was 2400ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. Device failed the homechoice return instrument test/evaluation (rite) functional testing but passed homechoice rite electrical safety analyzer testing. The evaluation was completed and the problem was confirmed during the event history log review, but the investigation is still in process. A follow-up MDR will be submitted upon completion of the investigation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was evaluated and evaluation summary was attached in initial MDR. The iipv was confirmed in the event history log review. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold.